Manufacturer narrative:
A product investigation was performed for this device. The actual device was not returned to the manufacturer for evaluation. Surgeon comment: "standard sign nail was broken at two levels ( at fracture site and trochanteric region. Distal portion of broken nail was removed easily but proximal broken nail was not able to removed . Two larger size of nil was inserted after well refashioning of fracture ends and removal of fibrous tissues. During the operation ( reaming into marrow cavity), bradycardia and hypotension occurred and surgeon stopped the bone graft procedure." The root cause of the non-union and broken nail is undetermined. The radiographic and clinical data were reviewed by a sign orthopedic surgeon. There is no way to predict a non-union or failure to heal. The broken im nail was replaced with a 10mm x 320mm, standard nail per the sign technique manual. Sign fracture care international continues to monitor these events as part of our post market activities.

Event description:
We became aware on 04/04/2016 that a sign im nail implanted to repair a fracture was exchanged due to a non-union and a broken nail. (B)(4).

Manufacturer narrative:
A product investigation was performed for this device. The actual device was not returned to the manufacturer for evaluation. The root cause of the broken nail is undetermined. The radiographic and clinical data were reviewed by a sign orthopedic surgeon. Corrective surgery has not been scheduled as of this date. Sign fracture care international continues to monitor these events as part of our post market activities. A follow up report will be filed when we receive new information regarding this case.

Event description:
We became aware on (B)(6) 2016 that an nail implanted to treat a femur fracture had broken. Surgeon commented that "patient missed the follow up & can walk long post operated period. Unfortunately when he fall again, he suffers pain & unstable limb & comes to follow up clinic. X-ray shows nail was broken at two levels.".